Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 30 complaints, regarding 41 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a was used during a laparoscopic/robotic hysterectomy on (B)(6) 2021 when it was reported, during manipulation of the uterus, the handle broke free from the shaft providing zero ability to manipulate with the handle spinning freely around the shaft. Surgeon removed the defective vcare and opened a second vcare. Placed the second vcare, which upon manipulating the uterus, the handle had the same failure mode. At which point, the surgeon converted to open, because they had no way to manipulate the uterus and complete the case in a laparoscopic fashion. The lot number was pulled directly from what they had on shelf, as the packaging had been discarded with the product. Same lot number on both.. There was no report of injury for the patient or the user. Further assessment questioning found that the patient had 1 day of extended hospitalization; however, the procedure was completed. Per the surgeon, the patient is fine. Surgeon reported largo, fibrotic uterus, weighing 390 grams. This report is being raised on the basis of injury due to conversion from closed to open procedure.